Event description:
The customer reported that higher than expected gi monitor results were generated on a unicel dxi800 access immunoassay system for two patient samples on two days. This report is one of two and represents a higher than expected gi monitor repeat result generated on a unicel dxi800 access immunoassay system for one patient on (B)(6) 2011. An initial gi monitor result was generated and then repeated on the same instrument. The repeat result was higher than expected and within the normal reference range for the assay. The suspect gi monitor result was not reported outside of the laboratory and hence there was no report of death, serious injury or modification to patient treatment associated or attributed to this event. Subsequent testing in duplicate, on an alternate dxi, generated lower results from the repeat test result that were consistent with the original result obtained. Both initial and repeat results were within the assay's normal reference range however collectively they did not meet the assay's stated precision claim. The instrument assay quality control (qc) results were within the customer's established ranges during the timeframe of the event. There were no errors posted in the instrument error log, and no issues were noted during previously performed preventive maintenance activities. A twenty replicate precision test performed on (B)(6) 2011 failed to meet specifications due to two high outlier results. The sample was collected in a serum tube with gel separators and centrifuged prior to testing. The sample appeared normal in appearance with no visible abnormalities.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event. The fse performed a carry over test which passed within instrument specifications. The fse performed a routine system check, a high sensitivity system check and a sample carryover test. All testing passed within instrument specifications. The fse verified all four reagent pipettor alignments with no issues noted. The fse performed two precision tests for the reagent pipettors with three and two out of the four pipettors failing to meet specification, respectively. The fse cleaned all of the reagent pumps and the analytical module. The fse replaced all reagent pipettor tips, verified necessary alignments, cleaned the reagent nesting area and performed replicate precision testing for each reagent pipettor which generated acceptable results. The fse also performed a quality control assessment which generated acceptable results. A definitive root cause has not been determined to date. Associated mdrs: 2122870-2011-06351, 2122870-2011-06352.